Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for eval. Most likely underlying root cause: user had inaccurate reference.

Event description:
Consumer complaint of high blood results. Expected blood glucose results fasting range from 90 to 140 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Comparing true balance meter: 222 mg/dl. Doctor's meter: 151 mg/dl. Verified storage of test strips is not within instructed spec since they are kept in kitchen. Test strip lot MFR's expiration date is 04/30/2015 and open vial date is over a year. Recall test results performed fasting / two hours after meal from meter memory: 222 mg/dl, (B)(6) 2015, 07:50 am; 212 mg/dl, (B)(6) 2015, 05:30 pm; 201 mg/dl, (B)(6) 2015, 08:30 pm; 184 mg/dl, (B)(6) 2015, 06:00 pm; 239 mg/dl, (B)(6) 2015, 01:00 pm. Adverse event not reported.